Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was a hemostatic valve separation. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was able to be forward flushed before being inserted into the patient. Then they were unable to aspirate the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium after it was inserted into the patient. When they removed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium from the patient and the issue persisted when they attempted to draw back fluid from a bucket of liquid. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued without further issues. The caller stated that after inspection of the vizigo sheath, the hemostatic valve seemed to be pushed in. There were no patient consequences.

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was a hemostatic valve separation. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was able to be forward flushed before being inserted into the patient. Then they were unable to aspirate the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium after it was inserted into the patient. When they removed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium from the patient and the issue persisted when they attempted to draw back fluid from a bucket of liquid. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued without further issues. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the irrigation hub and broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation reported by the customer was confirmed. The potential cause of the dislodged and broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Correction: a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected the following fields: g1. Manufacturing site name. G1. Manufacturer site addr. Street line 1. G1. Manufacturer site city, g1. Manufacturer site state code. G1. Manufacturer site zip code. G1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).

Manufacturer narrative:
On 4-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).